Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used as part of the (B)(4). According to the study, the patient developed a urinary tract infection and also required floseal, a hemostatic agent for excessive bleeding. An unknown medication was prescribed and the issue has been resolved. No further information is available at this time, as this trial is a (B)(4) study not sponsored by bsc.